Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6 )2014, product type: lead. Product ID: 977a260, serial/lot #: (b)(64, ubd: 19-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a battery replacement, but the lead tested bad during a connectivity check with a wens. The rep was not sure if there were any contributed factors that led to the reported issue. It was reported that the patient¿s battery was dead so they were unable to interrogate it before the procedure. The surgeon decided to still only remove the battery and leave the lead implanted, but the patient was going to be scheduled for a full revision at a later date. The explanted ins was discarded by the customer so it would not be returned. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.